Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, customer tripped and fell on the pump causing the screen to damage. Customer is unable to interact with the pump due the screen becoming black and cracked. Customer's blood glucose was 250 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.